Manufacturer narrative:
Continuation of d11: product ID 3998, lot# j0527867v, implanted: (B)(6) 2006, product type lead. Product ID 3998, lot# j0537520v, implanted: (B)(6) 2005, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the device was causing a multitude of severe issues. They noted that "discomfort" was an understatement.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: j0527867v, implanted: (B)(6) 2006, product type: lead. Product ID: 3998, lot#: j0537520v, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 24-jun-2009, UDI#: (B)(4), product ID: 3998, serial/lot #: (B)(4), ubd: 08-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I, non-malignant pain and spinal pain. It was reported that their ¿stimulator was non-functional at this point, so it all needed to be removed¿. The patient their other (non-rechargeable) ins ¿was working just fine and then they fell¿. They stated that they were a chronic sleepwalker so they fell in their sleep and a lead got popped out in their neck from it. The patient stated that the fall was on (B)(6) 2017 and the lead ¿popped out of their neck¿ that same day. They stated that it was a result of the fall, but that their healthcare provider (hcp) refused to see them and they wish they knew why. The event date of the lead wire sticking out and the fall occurred on (B)(6) 2018. No further complications were reported/anticipated.